Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that not all the data was visible on the display of the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.